Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 600 mg/dl. Customer had blood glucose level of 254 and 400 mg/dl. Customer stated that the infusion set had air bubbles at the quick release. Approximate size of air bubbles is 8th of an inch to 3/16 inch. Air bubbles were not removed successfully. The insulin pump will not be returned for analysis.